Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this lead and associated adapter displayed noise as confirmed by pacing system analyzer (psa) testing. The lead was explanted and the adapter was abandoned. There were no additional adverse patient effects reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The complete lead was returned; severed in three segments approximately 5.6 cm and 11 cm from terminal pin. The middle segment of lead was stretched. All segments of the lead passed electrical testing. The clinical observation of noise was not able to be confirmed via laboratory testing.